Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl). The reporter indicated that the pump was alarming for a call service alarm at the time and they attempted to reboot the pump but were unable to get the battery cap off of the pump. The reporter indicated that eventually the battery cap was able to be removed with pliers and the alarm was cleared. The reporter confirmed that there was no indication of damage to the pump battery compartment; the pump battery cap was replaced for this issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.